Event description:
It was reported that the insulin pump had physical damaged. Customer's blood glucose was 600 mg/dl. Customer stated was removing the battery out and the battery cap unscrew slot was stripped. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.